Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the connection at luer was loose and leakage occurred with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the tube bed nurse carried out the upper treatment for the patient and sterilized the used infusion joint. However, it was found that the connection was not good, easy to leak, and the joint could not be tightly connected. This fault was likely to contaminate the pathway, so a new infusion joint was replaced.